Event description:
It was reported that the customer had been experiencing high blood glucose levels for the past few days. It was reported that the customer felt the insulin pump was not delivering insulin. It was also reported that the insulin pump had not given any no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.